Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found crystalline buildup inside the white blood cell (wbc) bath. The fse replaced the wbc bath, which repaired the high wbc results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported intermittent erroneous high wbc results for several patient samples on the lh750 hematology analyzer during normal instrument operation. The customer was not able to provide individual printouts of the event. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.